Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was entangled, and when the slider was moved, a complete knot was formed. Because the knot was large and it was difficult to store it in the sheath, there was a sound when the catheter was pulled into the right atrium for each sheath. The knot region could not be fully pulled into the sheath, so the entire system was removed. When the catheter was checked, the electrode array was broken and the inner wire was exposed. Despite the issues, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012657577 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array, electrode 5 was displaced, an exposed electrode wire was observed, the pebax tube was observed to be kinked, the proximal end of nitinol array wire was observed to be dislodged from the dual lumen and exposed, the proximal arm pebax tube was observed to be torn, and the array was separated into two parts, including the electrical wires, at the location of electrode 5. Performance testing with a generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. In conclusion, the reported array issues were confirmed during analysis. The catheter failed the returned product inspection due to a torn proximal arm pebax tube, an exposed electrode wire, a dislodged (from the dual lumen) proximal end of the nitinol array wire, a displaced electrode, and kinked pebax tube, and broken electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.